Event description:
It was reported that the ventilator had an error code indicating primary alarm failed. There was no patient involvement. The customer troubleshot with technical support and was advised to remove the motor controller (mc) board and ohm the speaker at the speaker connector that connects to the mc. The customer was advised that if the ohm is good on the speaker replace the central processing unit (cpu). Further information is pending.

Manufacturer narrative:
Upon a follow up with technical support the customer reported that after the motor controller (mc) board and central processing unit (cpu) were removed and cleaned the contact on it, the customer then reseated the mc to cpu several times as well as the speaker connection to the mc board. The unit then cleared the error code and was returned to service. No further information was provided.